Manufacturer narrative:
Calibration and qc results were reviewed by bec. Calibration results appeared acceptable, but there were some low qc results, 2sd below the mean. Service visited on (B)(4) 2012, and the field service engineer (fse) replaced cartridge chemistry sample probe and collar for contamination. The fse also replaced bent wash/vacuum probe #3, dirty cuvettes, and performed probe, wash tower and mixer alignments. Service returned on (B)(4) 2012, and the fse found probe vertical motion errors, and replaced cap piercer autogloss line, cleaned and lubricated probe vertical rails. Although hardware issues were addressed and the repair resolved the customer's problem, a definitive root cause for the event was not determined.

Event description:
A customer reported to beckman coulter inc. (Bec) that they had 10 or more cuvettes failing water blank and erratic total bilirubin (tbil) results intermittently generated by unicel dxc 600 pro synchron chemistry analyzer. The customer obtained erroneously low tbil results of < 0.1 mg/dl, which upon repeat resulted in higher, normal results of 0.4 or 0.5 mg/dl. The customer could not provide any specific patient results or number of erroneous results, but indicated that no erroneous results were reported out of the laboratory. There was no effect to patient treatment.